Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the trailing haptic of crystalens became tangled around the plunger in the crystalsert injector. The surgeon tried to push a second time and the trailing haptic tore off the trailing plate. The surgeon was able to remove the remaining lens w/o incident. According to the info rec'd, the surgeon was not comfortable with the inserter; therefore she decided to enlarge the incision in order to "manually" insert the backup lens of same model. The pt is doing great one day post-op visit. Please reference MDR #: 2031924-2011-00133.